Event description:
Device history record was reviewed and an internal CAPA dealt with the issue of defective air sensors. Some problems have been corrected, but a new internal CAPA (opened in 2025) has been opened to investigate other possible causes of air sensor failure. Device log history was reviewed. Several air alarms were identified at the installation but although this could confirm the reported event (air in line issue), the information is insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. Investigation revision: following reception of the service report, device history log and quality control certificate. According to provided information, the reported event was reproduced, and the air sensor has been changed that solved the issue (according to attached quality control certificate). The defective air sensor was sent back to brézins for further investigation. This is the original air sensor of the device. The problem of defective air sensor is a known topic. An investigation is underway through an internal CAPA in order to find all possible root causes and correct them. This sample is made available to the technical team to increase the test samples if necessary. Therefore this complaint is considered as valid and the root cause is linked to a defective air sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: not detecting when infusion line is placed in the machine. "Description of event when fk was first made aware (1/21/2026) did not contain information to assess as reportable; only after tech service had been completed was it confirmed to be a reportable issue (defective air sensor) 2/4/2026." Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.